Event description:
Pump declared alarm 20 during load process. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted in loading a new cartridge, but cartridge alarm recurred, resulting in failure to resume insulin therapy. Customer reverted to using an alternate method of insulin therapy.